Manufacturer narrative:
Product analysis # (B)(4). The 1st proximal stent segment had raised and deformed struts. The stent was positioned on the balloon between the marker bands as per specification. Event date approximate. (B)(4).

Event description:
It was reported that the physician was attempting to use a resolute integrity (rx) drug eluting stent to treat a lesion in the lad e xhibiting 95% stenosis, severe calcification and little vessel tortuosity. The device was removed from packaging and inspected with no issues reported. Negative prep was performed with no issues identified. During the procedure, the lesion was pre-dilated and the physician attempted delivery of the resolute device but the device failed to cross the target lesion. Resistance was encountered when advancing the device and excessive force was reported to have been used. When attempting to withdraw the device into the guide, resistance was encountered. Upon removal, it was noted that there was a lifted stent strut. The physician proceeded to pre-dilate the lesion again and implanted another resolute integrity device to complete the procedure. No patient injury reported.